Event description:
According to the reporter: the coagulation was incomplete. The device started to heat and the alarm went off. No further patient issue reported.

Manufacturer narrative:
Initial report submitted: july 14, 2008.